Manufacturer narrative:
The devices subject to the reported event have been discarded. Without the returned devices, a cause of the reported event cannot be determined. The DHR for the subject lot was reviewed and confirmed the lot was manufactured according to specifications; no abnormalities were noted. No additional issues have been reported.

Event description:
The user facility reported via medwatch #(B)(4) that multiple verify steam integrating indicators failed to turn due to not having the solution in the indicator for it to change properly. No report of injury.